Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-13094. Related manufacturer report number: 2017865-2020-13095. Related manufacturer report number: 2017865-2020-13097 . It was reported that the patient experienced a pocket infection. There was dehiscence of the incision. The system was removed. The patient was in stable condition.

Event description:
Related manufacturer report number: 2017865-2020-13103.

Manufacturer narrative:
Correction: b5 - the related MFR number was changed from 2017865-2020-13095 to 2017865-2020-13103.